Event description:
It was reported that the patient presented in clinic for follow up. The ICD was unable to be interrogated. The telemetry would not establish with the device. The patient is scheduled for a generator change out in few weeks. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.